Event description:
Escalated device from service due to burnt iui connector. Product was not on pt at the time of the event, therefore no pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The customer's report of burnt connectors was confirmed on the returned device. Both male and female iui connectors exhibited thermal damage centered on pins 13 and 14, with melted residue surrounding those pins. On the male iui connector, green corrosion on pin 2 and a crack in the wall area were noted. It is believed that fluid spilled on the device creating a conductive path between the respective power and ground pins of the iui connector creating a low impedance or short across those pins. This condition resulted in an increase in heat being generated as current began to flow through the conductive moisture. The result was melting iui connector and damage to the connector pins. The root cause of the customer's report of burnt connectors is suspected to be due to fluid spillage on the device.